Event description:
Same case as MFR. Report # 2134265-2008-04261. It was reported that during a percutaneous coronary interventional (pci) procedure, two balloon pinhole leaks occurred. The severely calcified lesion was located in the right coronary artery (rca). The maverick2 15mm x 2.0mm balloon catheter was advanced to the lesion, however, upon attempting to inflate the balloon a pinhole leak was noted at less than 1atm of pressure. The device was removed and a second maverick2 15mm x 2.0mm balloon catheter was advanced, however, this balloon also contained a pinhole leak. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported a "fine".

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized to nominal burst pressure (6atm) in the product analysis lab to locate the leak. A balloon pinhole was confirmed in the balloon wall located above the proximal edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers the could have contributed to the leak. The manufacturing records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirm that the device met all material, assembly, and performance specifications. The most probable root cause can be attributed to operational context.